Event description:
Very complex patient with severe heart disease and renal failure with infected prosthetic hip. Components removed surgically in attempt to clear infection and improve overall status.